Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Analysis was performed by the customer only. Based on the results of the analysis provided by the customer, the reported problem was confirmed. The reported problem was determined to be due to a cable failure. The root cause of the component failure could not be determined. The customer replaced the ECG lead trunk cable, and the device was returned to service. The device remains at the customer's site and no further evaluation is warranted at this time. The customer was informed that the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october, 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart xl+ indicating that there was no ECG waveform during self-test. There was no patient involvement at the time the issue was discovered.